Event description:
The pt was implanted with a programmable shunt and set at 140mmh2o. After 6 weeks pt overdrained with subdural hematoma. The shunt was programmed to 150mmh2o, 170mmh2o, overdrainage still exists. After explantation the shunt was tested and the pressure was at the appropriate reading.